Manufacturer narrative:
User facility has been contacted regarding releasing the device for eval. Return authorization and applicable reference numbers have been provided to the user facility. Upon receipt of device, aesulap, inc will forward to MFR.

Event description:
Received via medwatch: the pt was undergoing a laparoscopic supracervical hysterectomy for multiple uterine fibroids, menorrhagia, and pelvic pain. During the procedure, it was noted that one of the graspers at the distal portion was gone. The surgeon attempted to locate the device, but he could not find it despite movements of the bowel and copious amounts of saline solution. Before leaving the operating room, the pt was x-rayed, and it was noted the broken piece of the grasper was in the pelvis. The surgeon enlarged the suprapubic incision into a mini-laparotomy until the nurse could pass her hand into the abdomen. She found the fragment of the grasper and brought it out. The procedure was completed without further incident. There were no untoward effects to the pt.